Event description:
It was reported that at some time before, clips came out of a device crossed, bent, not symmetrically closed or uniform as intended by the MFR. Instead of being clamped closed, the distal ends crossed. Add¿l info was requested, but no further add¿l info was available at the time of this report. A follow-up report will be sent if add¿l info become available.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report. A follow up report will be sent if the device is returned.